Event description:
The user facility reported that the procedure performed was a percutaneous coronary intervention (pci) via femoral access. The access sheath was 6 french cordis avanti sheath 11 centimeters (cm). After completion of the pci, the procedural sheath was exchanged for the angio-seal sheath. The scrub tech noticed that the angio-seal dilator was slightly bent. The scrub tech informed the medical doctor (md) and decision was made to use the angio-seal. The vessel was located in the appropriate manner and the dilator was removed. The angio-seal device was inserted into the sheath; however, it would not advance. When the angio-seal was removed, it was noticed that the collagen had come out of the sheath and was in the hub of the angio-seal sheath. The md decided to cut the sheath tubing distal to the hemostasis valve after which a wire was inserted, and the sheath tube removed. Manual compression was then utilized. The angio-seal device never entered the patient, and the outcome was excellent with no blood loss. The patient was in stable condition. There was no patient injury or surgical intervention. The procedure outcome was excellent.

Manufacturer narrative:
Patient identifier: (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: ccl supervisor rcis. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator, guidewire, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned separated, and the carrier tube was found to have been in a forward lock position. The hemostasis sheath was found to have been cut proximal to the sheath hub. The carrier tube was found to have been kinked. The anchor and collagen were stuck within the sheath valve. The bypass tube was found to have been dislodged. A kink was identified on the tubing of the carrier tube. No other damage or issue with the components was identified. The complaint was able to be confirmed for mechanical damage. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained by the off axis loading of the carrier tube into the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).